Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he had experienced a hypoglycemic episode and became unconscious. Pt states that his bg was between 18 and 24 mg/dl while his cgm read over 200 mg/dl. Paramedics were called and pt was administered an IV. Pt states that he was using acetaminophen at the time of the reported inaccuracy and wasn't aware of the fact that acetaminophen may affect the performance of cgm as it is listed in the user's guide contraindications. During his call to dexcom technical support pt reports he was doing fine. Pt reports two inaccuracies with two different sensors, requiring paramedics. This is MDR 1 of 2 for the complaint. See MDR #3004753838-2011-00286 for report 2 of 2.